Event description:
High threshold reported. The device was removed from service. No patient complications have been reported since the device was removed from service. Threshold high/unstable/unmeasurable